Manufacturer narrative:
The following devices were also listed in this report: unknown pca anatomic pf stem; cat# unknown; lot# unknown, 26mm +5mm femoral head; cat# 6284-0-226; lot# unknown, unknown 54 mm pca shell; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was experiencing thigh pain. Poly wear acetabular liner. Surgery performed to remove cup, stem, liner, head. Implant revision stems, new cup, liner, head. It is reported that no further details are available.